Event description:
On 1/17/1998, the MFR's sales representative was informed by the facility nurse of the following: the catheter recirculated at approximately 65%. It appears as though there was a hole in the septum between the arterial and venous sites and the blood was circulating across the device septum. As a result, the device was explanted and replaced on 1/15/1997. No further details were provided at this time.